Event description:
The silicone peeled off from one side of the jaw. The pt is stable.

Manufacturer narrative:
One ref 132-134d tls3 14c was returned, decontaminated and investigated. The tearing of the silicone boot may have been attributed to several conditions; however, the cause could not be determined.